Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer reported to have replaced the breath delivery unit (bdu) cpu pcb. The covidien customer support engineer (cse) updated the software and conducted final testing.